Manufacturer narrative:
(B)(4).

Event description:
The report states that "the machine alarmed and found that blood appeared in the helium tube, and [the physician] withdrew the catheter. [The physician] rinsed the removed catheter, and after flushing, it was found that the central cavity was ruptured. As a result, a second iab was inserted at a different insertion site". Patient status was "critical" prior to event.

Manufacturer narrative:
(B)(4). The lot number (18f22g0001) reported on the complaint report matches the lot number for the returned sample. No serial number was reported. The serial number of the returned sample is (B)(6). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a brown cardboard box and was in a biohazard bag within an original packaging box. The lot and serial number on the returned original packaging box was unable to be read. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.3cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 7.8cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0067in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The occurrence rate is within acceptable risk limits. A non-conformance has been initiated to further investigate the issue. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which caused blood to enter the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
The report states that "the machine alarmed and found that blood appeared in the helium tube, and [the physician] withdrew the catheter. [The physician] rinsed the removed catheter, and after flushing, it was found that the central cavity was ruptured. As a result, a second iab was inserted at a different insertion site". Patient status was "critical" prior to event.